Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was making a strange noise. The skin was getting caught and the blades were difficult to remove. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number 109021, for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review for the air dermatome, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed initial qa inspection of the air dermatome on (B)(6) 2016 revealed that the head surface was found to have nicks and the width plates were worn. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2016 which included the calibration of the unit. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since there was no noise during initial inspection or repair. The reported event was non-verifiable since the device functioned properly during inspection and repair. The root cause of the device was making a strange noise was not confirmed since there was no noise during initial inspection or repair. The root cause of the skin was getting caught and the blades were difficult to remove¿ was non-verifiable since the device functioned properly during inspection and repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was making strange noise. The skin was getting caught and the blades were difficult to remove. No adverse events were reported as a result of this malfunction.